Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests her blood glucose seven times a day and manages her diabetes with insulin (administered through an insulin pump). The patient alleged that the issue began on (B)(6) 2011 at 10:22pm. The patient reportedly obtained a blood glucose result of "167mg/dl" with the subject meter. Just prior to the reported issue, the patient indicated she was experiencing symptoms of confusion and stumbling; the patient does not recall her blood glucose result before the onset of her symptoms. In response to the reported result, the patient corrected and clarified she administered an unknown amount of insulin soon after and thirty minutes later, the patient clarified she contacted the emergency medical services (ems). The patient confirmed she obtained a result of "87mg/dl" with the ems, however, the patient does not recall if she received any treatment from the health care professional. Two hours after the alleged issue began, the patient confirmed she was transported to the emergency room (ER) where she later obtained a result of "44mg/dl" (at 12:30am on (B)(6) 2011) with the ER meter and was soon after administered IV glucose as treatment. The patient was released from the ER later in the morning. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. The csr noted, however, that the patient did not clean the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after the alleged issue began.